Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022, due to poor performance with the device from onset and open circuits on 7 electrodes. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 11, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 10, 2022.